Manufacturer narrative:
Health effect - impact code updated. H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. Visual inspection of the customer provided picture identifies a quantum unit but provides no complaint related information. Visual inspection of the controller, the warranty seal is not broken and in its original condition. No visible manufacturing abnormalities were found; the top cover is bent. During functional evaluation the unit was powered on and immediately starts smoking. The display stays off. The unit cannot be tested. The top cover of the unit was removed - no visible manufacturing anomalies; no fluid and spill marks were detected inside the unit; the unit is contaminated with unknown particles. The complaint was confirmed and the root cause is associated with a component failure. Factors, which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the fa quantum 2 controller could not be used. That malfunction happened during meniscal cleaning while external to the patient. A back up device was used to complete the procedure with a delay shorter than 30 minutes. Preliminary results of investigation have concluded that this unit was smoking which makes it a reportable event.

Manufacturer narrative:
Internal complaint reference (B)(4).